Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon screwed the stem trial extractor into the stem trial to remove the stem trial from the bone canal. While removing the stem trial the stem extractor broke off into the trial stem. Had to pull the stem trial out with some rongeurs.

Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.